Manufacturer narrative:
Evaluation result and conclusion codes have been updated.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) replaced and adjusted an instrument nozzle. Since the service visit, the customer has not had further issues.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for hba1c on a cobas c513 analyzer. The initial result was 9.5%. On (B)(6) 2019 a new sample was obtained and the result was 7.5%. The original sample was repeated and the result was 7.5%. The high result was not reported outside of the laboratory. The hba1c reagent lot number and expiration date were not provided.